Event description:
Patient with a fracture of the left elbow was undergoing an open reduction internal fixture of the elbow. The drill bit broke and a small piece was retained in the bone. An attempt was made by the orthopedic surgeon to remove the piece. The surgeon was not successful.